Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient called to find out if they can get an MRI. They are going to be having surgery to get a pain pump. In talking the patient mentioned the device is not working. The therapy stopped working around 9 months. Patient doesn't know what happened. They were so sick and had so many different doctor appointments during that time, and didn't follow up because of their depressive episodes because of their disease. Their managing doctor retired and do not have a doctor. Patient doesn't remember the error code they were getting. Sent patient doctor listings and reviewed MRI guidelines. On 2022-jul-11 additional information received from patient. They reported the device quit working and they saw an error code that was unknown. Patient said they were frustrated as it was faulty device and they didn't even have it a year, only 6 months. Patient stated they would like to have the device removed as it hasn't worked since 2011. Patient also had swelling around the implantation site. Issue not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called to inquire about MRI compatibility for their lower back. Patient services reviewed MRI compatibility with the patient and the patient asked "even if it really hadn't helped and it's been dead since 6 months after I got it?" The patient confirmed they were talking about the previously reported event. Patient services reviewed MRI compatibility considerations with the patient and the patient stated their only other option for the test they needed currently would be a CT monitoring and they would rather just have the implant removed but they didn't have a healthcare provider (hcp) because their previous hcp had moved on to oncology. Patient services sent the patient physician listings at the patient's request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient stated that their doctor placed a second one and it only worked for 6 months. Patient stated that they would like their current system removed because they would like to have MRI's and it has been in their body for 15 years. Patient stated that they have lost 100 pounds and their ins sticks out and gets caught on things. Agent emailed patient physician listings to discuss device removal.